Manufacturer narrative:
The device was returned for investigation. The reported event of the pre-test failing was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which resulted in loss of power to the blower causing the pre-use test to fail. The pcb was replaced and the device passes pre-use test.

Event description:
It was reported that the device failed the pre-use test. There was no patient involvement.

Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).